Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks of implant, the right ventricular (rv) lead had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The guide tooth of the lead was extrinsically damaged. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the product analysis task was re-opened and updated because the rep is wanting for electrical integrity, helix test, and kind of explant damage was. Requested tests was applied: lead electrical resistance tests were passed. Helix cannot be tested because the guide tooth was extrisically damaged. There was also dried blood and tissue on helix. The insulation was found cut. Again, no anomalies were found. Visual analysis indicated explant damage. If information is provided in the future, a supplemental report will be issued.